Manufacturer narrative:
B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced seizures, just before the patient experienced seizures the cgm reading was 193 mg/dl and the blood glucose reading was 50 mg/dl. There was no medical intervention, and the patient stated that she did not need to be taken to the hospital as she has chronic seizures and she does not usually go to the hospital after an event like this. The patient did not take any medication, she stated she went to sleep and recovered after. The patient reported that she did not experience any physical injury. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b of the parkes error grid. No additional patient or event information is available.